Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimate of 140 units and remained static. Reportedly, the cartridge was filled with approximately 250 units of insulin. At the time of the reported event, the insulin gauge began to decrease as expected. Blood glucose level was 189 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.